Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: death, pulmonary embolism, deep vein thrombus, headaches, high clotting levels, sick, trouble breathing, limited physical activity. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported death, headaches, high clotting levels, sick, trouble breathing, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. The following allegations have been investigated: death, pulmonary embolism, deep vein thrombus, headaches, high clotting levels, sick, trouble breathing, limited physical activity. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to preventative measures. Patient death is alleged due to pulmonary embolism (pe). It was also noted and further alleged the patient experienced "headaches, high clotting levels, sick, trouble breathing" limited physical activities. Per certificate of death, dated (B)(6) 2017, "immediate cause of death pulmonary embolism. Other conditions contributing to death but not resulting in the underlying cause, recurrent deep vein thrombosis, pulmonary embolism, diabetes, smoking (tobacco), obesity".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". Patient outcome: [pt] is deceased. Hospital and medical records have been requested but not yet provided.